Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a urinary tract infection 2 weeks ago and were in the hospital and ¿flowing like the therapy was not working.¿ it was reviewed to consult with the healthcare provider¿s office if they were not getting relief from the therapy. No further complications were reported.